Manufacturer narrative:
The instrument was not returned for failure analysis investigation. Therefore, the root cause of the reported failure mode has not been determined. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In addition, the batch sequence number of the product's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This event is being reported because the tip of the harmonic ace instrument reportedly broke and fell inside the patient. All fragments were retrieved, and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. There was insufficient product information available to determine the manufacture date.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument tip broke and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer elected to cancel the RMA for this instrument. No further details were available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".